Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test using the adc freestyle libre 2 reader due to a fast-draining battery. The customer experienced shortness of breath, tremors, loss of consciousness, and seizure. The customer had contact with a healthcare professional who administered glucagon for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported being unable to test using the adc freestyle libre 2 reader due to a fast-draining battery. The customer experienced shortness of breath, tremors, loss of consciousness, and seizure. The customer had contact with a healthcare professional who administered glucagon for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful, and/or the customer discarded the product. No product has been returned as of this report. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specifications. Dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.